Event description:
It was reported that the jaws are not opening. There was no backup device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
One xl suture cutter was returned for evaluation. Functional assessment confirmed the reported complaint of the device not functioning properly. The device was evaluated by our vendor and it was determined that the shear pin broke due to an excessive load being applied during use causing the device to become inoperable. Unique identifier (UDI) # added